Manufacturer narrative:
(B)(4). Additional information has been requested, however not received. Attempts have been made to obtain the device. If further details are received at a later date a supplemental medwatch will be sent. Product return status. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a reservoir was used. Product did not inflate as it should. No further details available. No reported patient consequences.